Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvulo plasty was not performed. The delivery catheter system (dcs) was inserted and advanced through the aortic valve. While deploying the valve to node 3, at the point of no recapture (ponr), complete heart block (chb) was observed. The valve was subsequently recaptured, but the chb remained. An attempt was made to deploy the valve shallower. The chb did not improve. The valve was implanted and the patient returned to the room with a temporary pacing wire in place. It was noted that the patient's membranous septum measured at 0.6 millimeter's (mm). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a permanent pacemaker was implanted for the chb.